Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product data not provided.

Event description:
Attempts have been made and no further information has been provided.

Event description:
It was reported that unknown medical event occured to the patient after initial hip arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: associated products: item number: unknown, item name :unknown trilogy constrianed liner, item lot: unknown. Item number: unknown, item name :unknown cup, item lot: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product and product data not available.